Event description:
Our rep is reporting that during an arthroscopic shoulder repair, the patient's shoulder became swollen more than normal. At the point that the swelling became a concern, the surgeon intervened by massaging the fluid away from the shoulder area. The procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
The complaint device was received and evaluated. Upon receipt, the device was given a through visual and functional examination. The 1st faze of the examination was visual. This visual is done as a matter of course to discern if the device has any obvious physical damage, something that may or could have been a factor in contributing to the reported event; it is noted that the device was received in good physical condition outside of a cracked safety cover. The 2nd portion of the examination was the functional testing. This portion of the exam is performed to assess the device's operational status. Functionally and electronically, the device performed well within its design and manufactured parameters; could find no fault with the fms pump. We cannot discern the underlying cause for the reported issue. We cannot discern a root cause for the reported issue. At this point in time, no further action is warranted; however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.